Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars have leaked on several occasions. Additional information and product sample have been requested.

Manufacturer narrative:
The exact lot number for this event was not identified; however,a device history record review for two possible lots was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the twelfth complaint received for leaking against the components of the two possible manufacturing lots. No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's two possible lots are identified as affected manufacturing lots. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).